Event description:
It was reported the patient presented in clinic after having a merlin.net alert for non-sustained lead noise. Respiratory related myopotential oversensing was suspected. The issue has been resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.